Manufacturer narrative:
Date rec'd by MFR: 22mar2019. The customer troubleshot with technical support. The customer set the unit to run on a test lung and noted that the high inspiratory pressure alarm was set low and triggering. The customer increased the alarm value and the tidal volumes returned to normal and after a while of running the unit began to alarm high inspiratory pressure again. The customer found multiple air flow out of range error codes in the ventilator diagnostic logs. The customer was advised to install circuit and use the pneumatic screen to look at various flows to see if the exhalation valve was reading and to replace the air flow sensor. The customer replaced the air flow sensor and the ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator was having low tidal volumes. No patient harm reported. Event date not specified; estimate used.